Manufacturer narrative:
(B)(4). Analysis description: final analysis found a capacitor anomaly which resulted in high current drain.the damage found likely resulted in the reported premature battery depletion and loss of output. (B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion and loss of output. The device was explanted and replaced on (B)(6) 2016. The patient was stable.